Event description:
The manufacturer received information alleging a ventilator failed during testing. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The proximal pressure tubing was found disconnected. The device's tubing was replaced to address the issue.